Manufacturer narrative:
Approximately one month later, the patient had recurrent aching chest pain at rest with deep inspiration which resolved within one day. The event was not related to the cordis stent. The patient had an unscheduled visit approximately one month later for unstable angina (type iii). The patient was admitted approximately two months post index procedure ((B)(6) 2010) with substernal chest pain. An ECG showed troponin negative for mi. The patient had an angiogram performed and this showed the previously placed stents in the right coronary artery as widely patent. The patient, however, did undergo repeat bypass surgery due to significant stenosis of the lima to mid-lad anastomoses. The second bypass was x2, including grafting of the rima to the mid-lad and a reverse saphenous vein graft to the left ventricular branch of the right coronary artery. The event resolved within two weeks without sequelae. The event was not related to the cordis stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with MFR report #3003742446-2011-00358, 3003742446-2011-00359, and 3003742446-2011-00360.

Manufacturer narrative:
Information received from the cypress study indicated that a patient had elevated cardiac enzymes after having coronary artery stents implanted. The patient's medical history is significant for angina, previous pci ((B)(6) 2010), coronary artery bypass graft (CABG) ((B)(6) 2010) consisting of a single vessel bypass of the mid-lad via minimally invasive endoscopically harvested lima, hypertension, hyperlipidemia, lvef >50 % (normal), myocardial infarction (mi) ((B)(6) 2010), peripheral vascular disease (pvd)/claudication, chronic pulmonary disease (copd), smoking (within the last 30 days), anxiety, joint pain, type ii diabetes mellitus, and insomnia. The indication for the procedure was unstable angina pectoris. The patient had undergone bypass surgery two days prior. The bypass procedure consisted of a single vessel bypass of the mid-lad via a minimally invasive endoscopically harvested lima. The lesion treated for the study procedure was a 95% stenosis of the mid right coronary artery (mid-rca). The lesion was described as 66mm in length, heavily calcified, and was de novo. The reference vessel was 3.25mm in diameter. Pre- procedure cardiac enzymes were normal. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 3.0 x 33 cypher rx stent was then implanted at the target lesion at 12atm. A second 3.0 x 28 cypher rx stent was overlapped proximal to the first at 12atm. A third 3.0 x 8 cypher rx stent was overlapped proximally to the second at 12atm successfully. The third stent was post dilated as standard procedure. Post procedure stenosis was 0%. Pre procedure timi flow was 3. Post procedure timi flow was 3. Six to twelve hours post procedure the patient's cardiac enzymes were elevated: ck-mb 24.3 (upper limit 6.3 ng/ml) - troponin I 2.56 (upper limit 0.04 ng/ml). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) in conjunction with the prior day's surgery may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #3003742446-2011-00358, 3003742446-2011-00359, and 3003742446-2011-00360.

Event description:
Post coronary stenting procedure, the patient's cardiac enzymes were elevated above the normal upper limit. The patient is a (B)(6) male who was enrolled in the (B)(4) study. The index procedure took place on (B)(6) 2010. The reason for intervention was unstable angina pectoris (type ii). The patient had undergone bypass surgery two days prior. The bypass procedure consisted of a single vessel bypass of the mid-lad via a minimally invasive endoscopically harvested lima. The lesion treated for the study procedure was a 95% stenosis of the mid right coronary artery (mid-rca). The lesion was described as 66mm in length, heavily calcified, and was de novo. The reference vessel was 3.25mm in diameter. Pre- procedure cardiac enzymes were normal. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 3.0 x 33 cypher rx stent was then implanted at the target lesion at 12atm. A second 3.0 x 28 cypher rx stent was overlapped proximal to the first at 12atm. A third 3.0 x 8 cypher rx stent was overlapped proximally to the second at 12atm successfully. The third stent was post dilated as standard procedure. Post procedure stenosis was 0%. Pre procedure timi flow was 3. Post procedure timi flow was 3. Six to twelve hours post procedure the patient's cardiac enzymes were elevated: ck-mb 24.3 (upper limit 6.3 ng/ml) - troponin I 2.56 (upper limit 0.04 ng/ml).